Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 180-240 mg/dl. A supply change was performed to address the occlusion alarms and the occlusion alarms continued. A system check was performed with the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. After changing all pump supplies, a correction bolus was delivered and completed without any additional occlusion alarms occurring.